Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of a revision usage sheet that the patient's right hip was revised due to dislocation. Comparing the current and previous revision usage sheets, a constrained liner, femoral head, and restoration modular proximal body were revised to a restoration modular proximal body, ceramic v40 head, and constrained liner.